Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope had problems with retro vision and tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 4 cfus of acinetobacter species. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the device evaluation / investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information (microbiological results) provided by the third party. The hygiene microbiological investigation report indicated on july 28, 2023, the operator channel of the scope was cultured and 1 cfu of micrococcaceae. The suction channel was cultured and found 4 cfus of gram-positive bacteria. The air / water channel was cultured and found 3 cfus of gram-positive bacteria. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The water jet canal was sampled and found 3 cfus of filamentous fungi, the results obtained do not comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs after repair: sampling date: oct 10, 2023. Cfu: <1cfu. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue is separated, the bending section rubber glue is white and clouded, the connecting tube buckles, the channel mount has wear and tear, the mouthpiece is defective, the air/water cylinder is scratched, the suction cylinder is scratched, the universal cord buckles, the connector is broken, the scope connector cover is corroded, the angulation is less than the specified value, and the biopsy channel is incised with cuts. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after repair and reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.